Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05463 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the system failed to deliver rf energy. The issue persisted after the grounding pad and accessory device were replaced, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found that the unit was in good physical condition. The foot switch wires were manipulated while power was activated and no problems were found; the unit passed the return evaluation procedure and was within all specifications. The condition of the returned device is not consistent with the complaint that the system failed to deliver rf energy; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05463 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the system failed to deliver rf energy. The issue persisted after the grounding pad and accessory device were replaced, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.